Event description:
It was reported that, post stent deployment, the patient experienced cardiac arrest. The index procedure treated a lesion in the proximal left anterior descending (lad) artery. The lesion was 3.5 mm wide, 20 mm long, and 95% stenosed. There was no calcification nor tortousity. The physician predilated the lesion pror to placing a 3.5 x 24 mm express2 stent. Residual stenosis was 0%. The patient received bivalirudin and eptifibatide during the procedure. 15 minutes after stent deployment, the patient had no reflow and subsequent episodes of ventricular fibrillation which led to full cardiac arrest. The patient was treated with external cardiac defibrillation, chest compressions, epinephrine, eventual ventilation and intra aortic balloon pump (iabp) placement. The iabp was removed the next day. The patient had a resulting hematoma which resolved. The patient was extubated 2 days later. Due to further episodes of ventricular tachycardia, an implantable defibrillator was implanted prior to discharge. The patient was discharged 16 days later on aspirin and plavix. In the opinion of the physician, there is a possible relationship between the cardiac arrest and the taxus stent, as well as a possible relationship between the cardiac arrest and the procedure itself.

Manufacturer narrative:
H6. The delivery device was disposed and the stent remained in the patient. The manufacturing records for top assembly batch 6043522 have been reviewed and no issues or discrepancies were found. This records review confirms that the device et all material, assembly, and performance specifications. The cause of the difficulties stated in the complaint could not be determined.